Manufacturer narrative:
Of the 1 allegations of a malfunction, 2 pumps were returned to animas and investigated. Of the investigated pumps, 1 were found to be malfunctioning due to moisture within the pump and a bolus button leak. During investigation for unrelated complaints, there were 3 additional failures founds. This report is processed under the voluntary malfunction summary reporting program.

Event description:
This report summarizes <noe> 1</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a audio bolus w/moisture issue. These reports were received from various sources. The patients associated with this allegation ranged from 18-18 years of age and between 0 and 0 pounds. Of the reported patients, 1 were male, 0 were unknown.